Manufacturer narrative:
The evaluation did confirm the user's experience. The teflon body was found melted and partially peeled away (detached) from the grasping section. The device was tested using an esg-400/usg-400 and the short circuit error was reproduced. The damage found could be attributed to the continuous activation of the output without grasping any tissue in the grasping section, which can cause the probe and the electrode of the grasping section to be in direct contact (jaw closed).

Event description:
Olympus was informed that during a gastrectomy, the seal and cut function would short circuit. The hand pieces and transducers were exchanged but the problem persisted with two other hand pieces. Grasping forceps were then utilized. There was minor bleeding which was stopped. Once removed from the patient, while cleaning the device, the teflon pad fell off. The procedure was completed with a different but similar device. There was no patient injury reported.